Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, no patient file was stored on the programmer after performing the follow-up. The expertise files could not be retrieved due to an error in archiving files.

Event description:
Reportedly, no patient file was stored on the programmer after performing the follow-up. The expertise files could not be retrieved due to an error in archiving files.

Manufacturer narrative:
Preliminary analysis showed that the reported event could be due to a wrong manipulation when using the programmer. However, more files are requested to finalize the analysis.

Event description:
Reportedly, no patient file was stored on the programmer after performing the follow-up. The expertise files could not be retrieved due to an error in archiving files.